Event description:
58 year male underwent a radical retropubic prostatectomy on 08/20/96. While surgeon was using device, the device misfired causing clip tips to overlap instead of meeting together. This caused the clips not to hold. No adverse outcome was noted.